Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Received one closed sample. Tested the knot pull tensile strength of the sample received and the result fulfils the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units that is a required by the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As stated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery. Suture snapped during suturing process and 3 pieces of the suture were used. All snapped. Surgeon completed the procedure using the 4th piece of suture. Patient not harmed.